Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket revision due to skin erosion. The patient was hospitalized and an intervention was required. The device and leads remains in use. No further patient complications have been reported as a result of this event.